Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had pneumonia and the physician placed the tracheostomy tube's inner cannula into the patient's throat. The patient went back and forth to the emergency every week. The patient passed away.

Manufacturer narrative:
Additional information: h6 note: this report is to account for the other product occurrence(s) associated with regulatory report 2936999-2022-00341. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the patient had increased fluids in the lungs and bilateral pneumonia when the physician placed the tracheostomy tube's inner cannula into the patient's throat on (B)(6) 2020. The tube was used during homecare for 1.5 months. The patient had obstruction from fluids and "bleeding around the tube, on and off at different times, resulting in several trips back and forth to the emergency room" every 2 weeks. There was mucus with each cough and difficulty breathing. The patient had secretions and needed suction every hour. The patient was not treated with antibiotics. The device was in place for approximately 3 months and there was difficulty with the device for 3 months. The patient had a diagnosis of traumatic brain injury, secondary to a motor vehicle accident (mva) since the age of 8 years old.

Event description:
According to the reporter, the patient had increased fluids in the lungs and bilateral pneumonia. The patient was not treated with antibiotics. The patient had obstruction from fluids and "bleeding around the tube, on and off at different times, resulting in several trips back and forth to the emergency room". There was mucus with each cough. The patient had secretions and needed suction every hour. The patient had a diagnosis of traumatic brain injury, secondary to a motor vehicle accident since the age of 8 yrs old. The patient was cared for by the patient¿s mother since the motor vehicle accident.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b2, b5, g3, h6 correction: a1, a2, a3a, a4 date of death: (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had increased fluids in the lungs and bilateral pneumonia when the physician placed the tracheostomy tube's inner cannula into the patient's throat in (B)(6) 2020. The tube was used during homecare for 1.5 months. The patient had obstruction from fluids, irritation, and "bleeding around the tube, on and off at different times, resulting in several trips back and forth to the emergency room" every 2 weeks. There was mucus with each cough and difficulty breathing. The patient had secretions and needed suction every hour. The patient was not treated with antibiotics. The patient had a hospital visit on (B)(6) 2020 to (B)(6) 2020 in which the patient was hospitalized ¿due to tracheostomy bleeding¿, noting bleeding from the neck/tracheostomy. The device was in place for approximately 3 months and there was difficulty with the device for 3 months. The patient had a diagnosis of traumatic brain injury, secondary to a motor vehicle accident (mva) since the age of 8 years old. It was reported that ten years prior to device use, the patient was in an automobile accident that left the patient paralyzed. The patient was cared for by the patient¿s mother.